Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. The reported product number is unknown. The UDI number for this product is not available. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the nicu nurse replaced an arctic sun device that was alerting 113 (reduced water temperature control). The new device was working fine but needs to understand how to troubleshoot this for future reference. Suggested they contact the help line as they could usually tell whether it was something could fix over the phone if it was a mechanical failure that needs to go to biomed. The patient temperature (pt) was 33.9c and targeted temperature (tt) was 33.5c. Explained they would look at the diagnostics to see if there would be a possible failed mixing pump. Recommended send to biomed, and they call in the morning during their business hours. They also mentioned the time or date seems to keep changing on its own.

Manufacturer narrative:
The reported issue was unconfirmed. The root cause of the reported event could not be identified. The new device was working fine but needs to understand how to troubleshoot this for future reference. Suggested they contact the help line as they could usually tell whether it was something could fix over the phone if it was a mechanical failure that needs to go to biomed. The patient temperature (pt) was 33.9c and targeted temperature (tt) was 33.5c. Explained they would look at the diagnostics to see if there would be a possible failed mixing pump. Recommended send to biomed, and they call in the morning during their business hours. Per follow up information received via mail on 11mar2025, device was assessed onsite and passed all tests. Functioning appropriately. The device was removed from the patient and assessed onsite by the bd representative under the direction of the bd engineers in sydney. The device passed all functionality tests and was deemed safe to stay onsite. No repairs necessary. Full functionality test completed and passed. Device was removed and a new device was implemented to complete therapy. No impact to the patient and no medical intervention required. The reported event is unconfirmed, DHR review is not required. The reported event is unconfirmed the risk review is not required. The reported event is unconfirmed, labeling/packaging review is not required. No additional actions can be taken at this time. Correction: e all available UDI information is being provided. H11: sections a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the nicu nurse replaced an arctic sun device that was alerting 113 (reduced water temperature control). The new device was working fine but needs to understand how to troubleshoot this for future reference. Suggested they contact the help line as they could usually tell whether it was something could fix over the phone if it was a mechanical failure that needs to go to biomed. The patient temperature (pt) was 33.9c and targeted temperature (tt) was 33.5c. Explained they would look at the diagnostics to see if there would be a possible failed mixing pump. Recommended send to biomed, and they call in the morning during their business hours. They also mentioned the time or date seems to keep changing on its own. Per follow up information received via mail on 11mar2025, device was assessed onsite and passed all tests. Functioning appropriately. The device was removed from the patient and assessed onsite by the bd representative under the direction of the bd engineers in sydney. The device passed all functionality tests and was deemed safe to stay onsite. No repairs necessary. Full functionality test completed and passed. Device was removed and a new device was implemented to complete therapy. No impact to the patient and no medical intervention required.

Manufacturer narrative:
Investigation is still in progress. Once the investigation is complete a supplemental report will be filed. The reported product number is sold ous. The UDI number for this product is not available. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the nicu nurse replaced an arctic sun device that was alerting 113 (reduced water temperature control). The new device was working fine but needs to understand how to troubleshoot this for future reference. Suggested they contact the help line as they could usually tell whether it was something could fix over the phone if it was a mechanical failure that needs to go to biomed. The patient temperature (pt) was 33.9c and targeted temperature (tt) was 33.5c. Explained they would look at the diagnostics to see if there would be a possible failed mixing pump. Recommended send to biomed, and they call in the morning during their business hours. They also mentioned the time or date seems to keep changing on its own. Per follow up information received via mail on 11mar2025, device was assessed onsite and passed all tests. Functioning appropriately. The device was removed from the patient and assessed onsite by the bd representative under the direction of the bd engineers in sydney. The device passed all functionality tests and was deemed safe to stay onsite. No repairs necessary. Full functionality test completed and passed. Device was removed and a new device was implemented to complete therapy. No impact to the patient and no medical intervention required.